Event description:
It was reported that during the cuff repair while using the elite pass suture shuttle needle to shuttle the suture from the anchor, it was noticed that the front part fell of. The surgeon was not quick enough to catch the front part and they could not find it later on. The surgeon did have back-up needle available to complete the repair. There was no reported delay to the procedure.